Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, left anterior descending (lad) coronary artery. A diamondback 360 coronary orbital atherectomy device (oad) was used and a perforation was observed at the mid-distal lad; therefore, sealed by inflation with an unspecified balloon. A 2.25x28mm xience xpedition drug-eluting stent (des), 2.50x28mm xience xpedition des, and 3.0x33mm xience xpedition des were implanted and post dilated with a 3.0x8mm nc trek neo balloon. Optical coherence tomography (oct) intravascular imaging was performed and revealed a dissection by the 3.0x33mm xience xpedition des at the left main coronary artery. A 4.0x12mm xience xpedition des was used to cover the dissection. The patient was transferred to the intensive care unit and after 30 minutes, complained of chest pain. The patient was transferred back to the catheterization laboratory and angiography revealed that the initial perforation at the mid-distal lad was heavily leaking. A 2.8x19mm graftmaster covered stent was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in procedure. Additional information was received indicating six to seven orbital atherectomy treatments were performed prior to the perforation. In the physician's opinion, difficulty crossing with the guide wire and orbtial atherectomy at the calcific nodule led to the perforation. The patient was discharged from the hospital in stable condition. No additional information was provided.